Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
A report was received stating that a customer experienced a cuff leak on a tracheal tube. This occurred during patient use. The tracheal tube was exchanged for a new device. There was no report of patient harm or injury.